Event description:
It was reported that prior to a procedure, when the account opened the individual box, the tyvek was peeled back. The device was used in a procedure. The device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Date of event: unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.